Event description:
A surgeon reported over correction following epilasik in the pt's right eye. The surgeon reported the surgeon was completed without complication. Mitomycin c was used as the pt had frequent sun exposure. After surgery, the pt was treated with anti-inflammatory eye drops three times a day for 3 weeks. On day ten post-op, the pt was noted to be over corrected, and remained so at two months post-op.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance 21 cfr 803.56 when additional reportable information becomes available. (B)(4).